Event description:
A malfunction alarm labeled as malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the issue reappeared, which the caller acknowledged and understood.